Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Radio frequency (rf) wake up periods were tested. Many of the rf wake up periods during this testing were less than the acceptable operation threshold (i.e., many of the captured pulses had a pulse width of less than 2ms). This behavior is consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') associated with the crystal oscillator within the rf circuit. When the crystal oscillator is slow to start up, it directly shortens the rf wake-up period, and can result in an inability to successfully interrogate the device.

Event description:
It was reported that this patient was seen at the remote monitoring outpatient clinic. The device was checked and it was not possible to interrogate the device with the programmer. Various methods were performed to attempt to interrogate the device but it was not possible. The patient was sent home. Due to the fact that the device function was no compromised as the magnet responded to beeping sound another follow up was scheduled where it would be decided what the next action would be. The physician stated that if no interrogation could be performed this device was not useable and a replacement was going to take place. Subsequently the device was explanted and returned. No adverse patient effects were reported.